Event description:
It was reported, the insulin pump alarmed motor error during bolus. Customer's blood glucose was 300 mg/dl. The device was not exposed to a high magnetic field. Customer was assisted with clearing the alarm. Customer was advised to disconnect from the device. The device had several no delivery alarms prior to motor error alarm. Customer does not use sensor feature. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.